Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: non-conforming component, poor assembly process, misuse. Use error. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the serfas probe was broken at the terminal part. The surgeon recovered all plastic parts, and the metal plate crumbled. An arthroscopic lavage was performed and the metal fragments were sucked.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the serfas probe was broken at the terminal part. The surgeon recovered all plastic parts, and the metal plate crumbled. An arthroscopic lavage was perfomed and the metal fragments were sucked.

Manufacturer narrative:
Correction filing to update the orginal reported awareness date to 4-april-2015.

Event description:
It was reported that the serfas probe was broken at the terminal part. The surgeon recovered all plastic parts, and the metal plate crumbled. An arthroscopic lavage was perfomed and the metal fragments were sucked.